Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure in 2016, externalized conductors were found on the right ventricular lead. The lead was screened and confirmed externalized conductors. All electrical measurements were in range and the lead remained implanted and reused. The patient was in stable condition.